Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was placed. The procedure date is unknown. According to the complainant, during the injection of nutritional supplement on (B)(6) 2013, the nutritional supplement would not advance well in the shaft of the button. The device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was placed. The procedure date is unknown. According to the complainant, during the injection of nutritional supplement on (B)(6) 2013, the nutritional supplement would not advance well in the shaft of the button. The device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was noted during the investigation that the condition of the returned complainant device was not consistent with the complaint incident that the device was blocked/ occluded. An examination of the device was performed prior to decontamination and no residue was found to be blocking the device and the reflux valve was in proper position. A functional evaluation was also performed by injecting water into the button using a 5 cc syringe with no blockage noted. A second functional evaluation was then performed by drawing a vacuum inside the device using the 5 cc syringe and the reflux valve held. The device examination and functional evaluations confirm that the device met specifications. Therefore, the most probable root cause is not confirmed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.